Event description:
Additional information: it was reported that the patient submitted a picture of their driveline to the vad coordinator on (B)(6) 2019. Infectious disease reported to the vad coordinator that the driveline appeared infected. No cultures were taken, and the patient was not brought to office for evaluation. The patient was prescribed doxycycline 100mg twice a day for 10 days. On (B)(6) 2019 the patient was admitted to the hospital for acute kidney injury (aki), at that time it was noted that his driveline infection had worsened. The patient underwent a debridement on (B)(6) 2019 and discharged on IV antibiotics. Additional information reported that the patient was also placed on a wound vac on (B)(6) 2019 and the wound vac was removed on (B)(6) 2019 by infectious disease doctor. IV antibiotics were stopped, and patient was started on oral antibiotics on (B)(6) 2019.

Manufacturer narrative:
This event was also reported under MFR #2916596-2019-02110. Section b2 and b5: additional information . Section b3: correction. Manufacturer's investigation conclusion: the cause of the reported driveline infection could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The hm3 IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient was not admitted for infection, rather an acute kidney injury. The patient has had an ongoing infection since (B)(6) 2019, but on admission the infection appeared to have worsened. The patient reportedly had a staph infection and was given IV antibiotics. No additional information was reported.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿9 months 1 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had concerning labs for worsening renal issues. It was noted that patient had an elevated white blood count. The patient was admitted for driveline infection and gi bleed. Diuretics were held while in the hospital, but restarted at discharge when the patient stabilized. The manufacturer's technical service representative reviewed the log file and observed no unusual events or alarms. Additional information was requested but not provided.